Event description:
The customer reported the ventilator shut down during use in normal ventilation operation and then would not turn on. The customer reported the device was in use on a patient and there was no patient harm reported. The manufacturers field service engineer reported the unit would not start up via ac or dc power. The service engineer replaced the device cpu, power management and motor controller pcb boards to address the finding. Final applicable testing was completed to operating specifications.